Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that there was moisture in the battery compartment. Unrelated to the original complaint, investigation also revealed moisture behind the display screen. There was no damage found to the pump casing. The pump powered on to a blank display. The pump casing was removed and there was evidence of moisture found on the pcb and the display screen was observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.